Event description:
The customer reported that there was a problem with the 9800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The collimator drive motor wire was replaced. The system was tested and operates as intended.